Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative reported an alleged overdischarge. Communication could not be established between the implantable neurostimulator (ins) and either the patient programmer, recharger, or clinician programmer. The consumer stated the last successful recharge was a month ago. Codes pulled from the recharger all showed a date of (B)(6) 2000. Steps for performing a physician mode recharge (pmr) and clearing the power on reset (por) after ins was 25% charged were reviewed. No symptoms were reported. Additional information received from the patient on aug. 23, 2016 reported that they could not get their implantable neurostimulator (ins) to "work" and "noticed it was worse and worse and sometimes it would work and sometimes it would quit working and it was just off and on. This was clarified as the patient had a loss of therapy and that it was not helping with their pain. The patient ended up meeting with the manufacturer's representative 2 weeks prior where the ins was checked and determined the battery was dead. They patient had the ins battery replaced on (B)(6) 2016. The indication for use for the implanted device was noted as failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.